Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the change length guidewire was not properly lubricated.

Event description:
The physician deployed the first stent successfully in the left vertebral artery, but a second stent (subject device) was required to cover the lesion. As the second stent delivery system was advanced over the guidewire, the stent deployed inside the guide catheter. The guide catheter containing the stent was removed from the patient's body. The procedure was successfully completed with the use of two other stents. The patient was reported in good condition.